Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced no clear vision at any distance, not even with reading glasses, hazy, blurred, starburst at night and dark areas. No acuity at any distance, foggy, through water appearance no focus and it was a major disappointment. Patient had discussed numerous times with eye care provider and received yag surgery with no improvement. Additional information was received stating dark sport in his right eye vision while moving eye, negative dysphotopsia and foggy vision at all distances.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).